Manufacturer narrative:
Resolution was requested from the field. However, the field representative noted that clinic checks are not performed at this facility and due to a non-boston scientific device no further information would be available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a shock impedance of 91 and 85 ohms. It was later reported that this patient no longer had a boston scientific device and measurements were now 150 ohms. Daily measurements showed a gradual rise but now stable at 150 ohms. All other lead measurements were normal. The patient was scheduled for defibrillation threshold testings to further evaluate. No adverse patient effects were reported. Technical services discussed lead function and testing.

Event description:
--

Manufacturer narrative:
(B)(4). Additional information was received stating shocking impedance measurements were still out of range four years after the initial observations were reported. Reprogramming the lead configuration was unremarkable for any changes. A boston scientific technical services consultant discussed additional testing that could be performed. This product issue will be re-evaluated if additional details are received.